Event description:
Pre-operatively the patient had a medium sized avm 3-4 cm and was graded as a 4-5, using the speltzer-martin system. The avm had deep venous drainage and was located in a eloquent area. Diagnostic angio showed the avm had numerous feeding vessels, including the r anterior choroidal artery and other mca feeders all of which drained into a single large vein. The patient's straight sinus was occluded and the anatomy was extremely abnormal. The avm was very high flow. Operatively, the case was performed over a 2 hour and 40 minute time period. The first injection of approximately 5ml of onyx 18 was located in the anterior medial portion of the nidus and occurred over a 38 minute period with good nidal penetration. The second injection of approximately 14ml of onyx 18 was located in the lateral and proximal portion of the nidus occurred over a 2 hour period. Post-procedure, the physician performed several angiography runs and determined the draining vein was occluded, the rt ica, mca and mca a2 had slowed considerably. Arterial drainage continued to show slow drainage. The patient was taken for a non-contrast CT scan and was found to have a large hemorrhage proximal to the onyx cast. The patient expired the next day.